Event description:
The customer reported that prior to initiating therapy they performed a routine check of the unit, and the unit failed to power-up when the on/off switch was turned on. No pt injury was reported.